Manufacturer narrative:
Pr (B)(4) initial emdr submission. Device problem code: a0504 patient problem code: f26. Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001535682 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by customer that there was leakage at the catheter end and the drainage bottle line. Verbatim: - was there any damage or visible defect with the bottle? No - was there any indication or sound of vacuum escaping? No - where are the bottles stored until use? In box they - was the clamp properly closed until after activating the suction? Yes - were they able to use another bottle successfully? Yes - what was the impact to the patient? No - did the issue happen during patient use? Yes if yes, was there any injury? No if so, please describe and include any medical treatment needed as a result? No - is there a photo or sample available showing the reported issue? No if yes, please provide mailing address and email address. Please add leakage as the customer said there was leakage at the catheter end and the drainage bottle line. They stopped the draining and opened a new bottle with no issues.